Manufacturer narrative:
Stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Svd, a common reason for bioprosthesis explant or reoperation, encompasses multiple failure modes, including calcific and non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes, occurring singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. The stenosis observed in this case was most likely due to progression of the patient¿s underlying valvular disease pathology with or without svd and/or nsvd. The device was not returned for evaluation, as it remained implanted. Therefore, the root cause for the stenosis remains indeterminable. However, it is likely that patient related factors and the progression of the underlying valvular disease pathology contributed to the event. The device history record (DHR) was not reviewed as the reported event does not allege a malfunction that could be related to a manufacturing deficiency and/or one was not confirmed through investigation. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a model 27mm mitral valve was disabled via a valve-in-valve procedure due to severe symptomatic stenosis after an implant duration of 11 years, 8 months. A 26mm transcatheter valve was successfully implanted in the prosthetic mitral valve and a 23mm transcatheter valve was successfully implanted in the native aortic valve. Both valves were noted to be functioning well and there was no impingement of the lvot portion of the aortic valve and all leaflets were opening well. The patient was hemodynamically stable throughout the procedure and post valve deployment. The patient was transferred to the csu in stable condition.